Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 12f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was inferior mid. The patient's activated clotting time (act) level was 293 seconds. The patient's left atrial pressure was 17mmhg. During the procedure the occluder was partially re-captured twice. The occluder was implanted. Approximately 6 to eight hours later the patient presented with a 15mm circumferential pericardial effusion. A perforation was suspected to have been caused by the delivery sheath, however a pericardial effusion was not noted under transesophageal echocardiography (tee) at the end of the procedure. A pericardiocentesis was performed. The patient status was stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion could not be conclusively determined. The reported unexpected medical interventions was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.